Manufacturer narrative:
UDI - (B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
It was reported by the affiliate that a hakim programmable valve could not be programmed, there was hydrocephalus and the device was revised. The valve was implanted to the patient via lp-shunt with a unknown setting that could not be changed. The patient had the valve implanted and visited the outpatient department when a ventricular enlargement was confirmed. The surgeon changed its setting, however, no improvement was confirmed in the cerebral ventricle; therefore a revision surgery was performed. The patient is under monitoring now. The product will be returned to your site.

Manufacturer narrative:
Additional information: the device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The position of the cam when the valve was received was at setting 30mmh20. The valve was visually inspected; the valve was returned broken, the siphon guard was detached from the valve, cut marks were also noted in the silicone housing. The valve was tested for programming and failed the test, the cam mechanism did not move during the programming process. The silicone was cut just before the cam mechanism. The cam mechanism was moved. The valve was retested for programming and the valve failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under the microscope at appropriate magnification. The valve casing appeared to have received a knock and the casing was damaged. Biological debris was noted on the spring. The cam magnets were controlled and passed. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue was confirmed. The root cause for the damaged silicone housing is likely due to a sharp or pointed object coming into contact with the silicone. The root cause for the programming problem is likely due to the biological debris and the damaged to the valve casing. The root cause to the damaged valve casing is due to the valve receiving a hard knock. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.